Event description:
The integra specialist was setting up the monitor (out of box) for training and when plugging in the catheter, the icp reading number was 300. They switched the catheter and got the same result so a different camcabl was used and the number was within normal limits. It was determined that the camcbl was faulty/broken not the monitor (as this was working fine). The camcbl will be sent for further evaluation. The incident took place on (B)(6) 2016. There was no patient involvement, injury or death alleged. There was several minutes of delay for the sleep study (not a surgery).

Manufacturer narrative:
Integra has completed their internal investigation on 26 jul 2016. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history. Results: evaluation of device: the camcabl cable was received under RMA# 641653 and investigated on the 17-jun-2016 for the reported failure ¿icp number was 300¿. Reported failure was confirmed; during investigation it was observed that the icp values showed 309 mmhg output when the test catheter was at zero mmhg due to defective camcabl cable, however the root cause of the failure could not be determined by the service centre; the DHR review could not be completed for camcabl cable since neither the serial number nor the lot number were provided. A review of open CAPA¿s and CAPA¿s initiated within the past 12 months was completed specifically related to the alleged complaint to determine if a similar complaint is either under active CAPA investigation or have been previously addressed through a CAPA. The review encompassed dates 31-may-2015 to 31-may-2016. A total of 17 CAPA¿s were reviewed of which none CAPA¿s scope included ¿camcabl cable¿. Trending analysis was completed by the root cause identified in the failure analysis investigation. Based on complaint information, the complaint incident is trended as a failure of the cable to interact with the catheter resulting in a high icp number displayed on the cam02 monitor, thus cable to catheter connection failure. A minimum of 12-month review of camcabl cable customer complaints was completed in trackwise® using the following key words ¿cable to catheter connection failure¿ and a root cause ¿root cause not determined¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 31-may-2015 to 18-jul-2016. A total of 18 complaints were reviewed of which 11 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the camcabl cable with the root cause not determined. No trend has been identified. Conclusion: no root cause can be determined.